Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital in the past for heart attacks and has had low blood glucose into the 30s mg/dl. The caller stated that he went to the hospital once for low blood glucose of 32mg/dl in the past year. The customer declined to troubleshoot and stated that it's not related to the insulin pump; he just changed the diet and activity and his body is breaking down. The caller stated that his doctor needs to do some adjustments with his settings as he is brittle diabetic. No further information was provided.